Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose levels. The customer¿s blood glucose level was 431 mg/dl on (B)(6) 2017. It was reported that five infusion sets were the cause for the high blood glucose levels. The customer treated the high blood glucose levels with the pump and a manual injection. The infusion set cannula was not bent. Customer declined troubleshooting for the high blood glucose levels. The sensor will not be returned for analysis.